Event description:
Customer thought device should had shocked when the device did not do so. Customer reviewed the downloaded EKG and thought that the pt had a shockable rhythm. The device diagnosed that the pt's rhythm was not shockable.